Event description:
It was reported that a post operative wound infection occurred. An iceseed 90 degree needle was selected for a cryoablation procedure to treat an osteoid osteoma. No device issues were reported during the procedure, and the treatment was successfully completed. After cryoablation treatment, the skin was looking good. However, at an emergent follow-up after the procedure, it was noted that the patient developed a wound and an infection near the treatment zone. No interventions to treat the infection have been reported despite good faith efforts to obtain the information.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B2: updated based on additional information. B5: additional information added. H6: impact code updated based on additional information. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a post operative wound infection occurred. An iceseed 90 degree needle was selected for a cryoablation procedure to treat an osteoid osteoma. No device issues were reported during the procedure, and the treatment was successfully completed. After cryoablation treatment, the skin was looking good. However, at an emergent follow-up after the procedure, it was noted that the patient developed a wound and an infection near the treatment zone. No interventions to treat the infection have been reported despite good faith efforts to obtain the information. It was further reported that the osteoid osteoma was located in the tibia. Only one needle was used, and a warm saline bag was used to protect the skin. To date, topical antibiotics have been administered to treat the infection. The patient was discharged from the hospital and is under plastic physician care.